Event description:
A customer reported an issue with a cgm error 42 occurring on their device. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process, successfully resolving the issue as the error did not reappear and the customer was able to start their sensor session.